Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2016 with the following findings: there were call service (cs 052) alarms observed in the black box. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms and was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was no power to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery.